Event description:
A field service technician (fst) reported finding blood in and around the blue dialyzer connector during a routine patient check (performed every 15 minutes per customer policy). The machine did not alarm or show a blood leak. It is unclear how much blood made it into the machine or how quickly it was discovered. It is possible that the routine check caught the issue before the machine alarmed. There was no harm to patient, treatment was resumed on a backup unit. The machine passed self-tests and the chemical disinfect (bleach) program was run multiple times by the staff following the incident. The fst reviewed the current blood leak detector voltages, then calibrated the blood leak detector and stated the machine was good for use. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A field service technician (fst) reported finding blood in and around the blue dialyzer connector during a routine patient check (performed every 15 minutes per customer policy). The machine did not alarm or show a blood leak. It is unclear how much blood made it into the machine or how quickly it was discovered. It is possible that the routine check caught the issue before the machine alarmed. There was no harm to patient, treatment was resumed on a backup unit. The machine passed self-tests and the chemical disinfect (bleach) program was run multiple times by the staff following the incident. The fst reviewed the current blood leak detector voltages, then calibrated the blood leak detector and stated the machine was good for use. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Nine lots were found to have been delivered in this time period. During the lot history review it was noted that five of the nine identified lots had complaints reported. Lots 23nu06014, and 23pu06003 each have one complaint addressing an internal blood leak (no samples). Lot 23ju06024 had two complaints reported against the lot, both addressing internal blood leaks (no samples). Lot 23ju06021 has three complaints reported, all three address internal blood leaks one was confirmed with provided photos (no samples). Lot 23ku06010 has two complaints reported, both address internal blood leaks, one was confirmed with provided photos (no samples). The lot trend could not be evaluated as a specific lot number was not provided. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notice (dn) reported on each of the nine lots and two non-conformances (nc) which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A field service technician (fst) reported finding blood in and around the blue dialyzer connector during a routine patient check (performed every 15 minutes per customer policy). The machine did not alarm or show a blood leak. It is unclear how much blood made it into the machine or how quickly it was discovered. It is possible that the routine check caught the issue before the machine alarmed. There was no harm to patient, treatment was resumed on a backup unit. The machine passed self-tests and the chemical disinfect (bleach) program was run multiple times by the staff following the incident. The fst reviewed the current blood leak detector voltages, then calibrated the blood leak detector and stated the machine was good for use. The estimated blood loss was unknown. Additional information was requested but was not received to date.